Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient underwent primary tha on (B)(6) 2017. Then the patient presented two weeks later with pain and difficulty ambulating. X-rays revealed a periprosthetic fracture of the femur, underwent revision of the femoral component and a orif on (B)(6) 2017. This event is for revision of primary.